Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a ¿pairing failed¿ alert with a freestyle libre 3 plus sensor used with the ilet system, which was resolved after the user rescanned the sensor and initiated a standard warmup period. No adverse clinical symptoms reported. Outcomes included restoration of sensor pairing with sensor warmup initiated and no medical intervention. User support included technical troubleshooting and user education conducted by support. Investigation of this case revealed a transient connectivity or setup issue consistent with sensor pairing failure, with normal function restored after reattempted pairing and warmup. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient communication disruption.